Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports solution leaked from the minicap transfer set with the twist clamp in the closed position after 1 month of use. The patient's registered nurse then noted the occluder foot of the transfer set was broken. A set change was performed and prophylactic antibiotics were administered intravenously. The affiliate reports no patient injury as a result of the incident.